Event description:
It was reported that the haptics of a preloaded toric intraocular lens (iol) adhered to each other during surgery while using healon pro. The surgeon was not satisfied. Additional information revealed that the lens had been fully inserted into the eye when the haptics became stuck; maneuvers were performed with the lens in situ to separate the haptics, and the procedure was completed using the same lens. No injury was reported and the outcome was normal. No further information is available

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section b3: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens had remained implanted. Section d6b: if explanted, give date: not applicable, as lens had remained implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.